Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported that bd insyte-w¿ IV catheter had the needle break. The following information was provided by the initial reporter: " the needle gets bent and breaks ".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte-w¿ IV catheter had the needle break. The following information was provided by the initial reporter: " the needle gets bent and breaks. "